Manufacturer narrative:
A1,2,3,4;b6,7;d5,10;h4: information unavailablef1: should not have been checked on initial medwatch. No medwatch was received by user facility. G3: health professional was incorrectly selected in initial medwatch. Based upon the inquiry information received, the visual examination, and a functional testing, no conclusion could be reached as to what may have caused the reported incident. This instrument was returned in good physical condition. The instrument was cycled, fed, and formed the clips within design specification when tested. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly.

Event description:
The applier was used during a laparoscopic cholecystectomy. The clips were falling out of the instrument. The clips were removed laparoscopically. A second device was introduced to complete the case. There was no consequence to the pt.